Manufacturer narrative:
Calibration was acceptable. From the information provided, calibration frequency was not performed as indicated in product labeling: renewed calibration is recommended as follows: after 1 month (28 days) when using the same reagent lot. Qc level 2 results were acceptable on the day of the event. Qc level 1 results were not provided. One "sample volume insufficient" was observed on the alarm trace data from the day of the event. It¿s not clear if this alarm was related to the 2 patient samples in question, however, this suggests a possible sample quality issue. The specific cause of the event could not be determined. From the information provided, a general reagent issue could be excluded. The investigation determined the event was consistent with a pre-analytical handling issue at the customer site.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys ft4 IV (ft4 IV) on a cobas e 411 immunoassay analyzer. Patient 1 initial result was > 7.7 ng/dl. The repeat result was > 7.7 ng/dl. On (B)(6) 2022 the sample was repeated with a result of 1.65 ng/dl. Patient 2 initial result was > 7.7 ng/dl. On (B)(6) 2022 the repeat result was 1.52 ng/dl. The initial results were reported outside of the laboratory. The ft4 IV reagent lot number was 606541 with an expiration date of 30-nov-2022.